Event description:
A health care professional reported that during intraocular lens (iol) implant procedure, while it was being inserted haptic was broken. The procedure was completed on same day. No further information expected as reporter unwilling to provide additional information.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).